Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated 03may2017, final report for (B)(6) 2016 and (B)(6) 2016 abdominal/pelvic cts reports, "positive for caval perforation; superior extent of the filter is at midbody t11 . Inferior extent of the filter is at the t12-l 1 disc space. Multiple prongs extend outside the inferior vena cava. Maximum extension of one prong anteriorly is 8 mm. One inferior prong extends into the right renal vein. Approximately 9 degrees of anterior superior to inferior posterior angulation sagittal image and 9 degrees of superior right to inferior left angulation coronal image."

Manufacturer narrative:
William cook europe initially reported event under manufacturer report # 3002808486-2017-01183. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to poor anticoagulation candidate due to dysfunctional uterine bleeding. Plaintiff is alleging tilt, vena cava perforation, pain.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.